Manufacturer narrative:
A ge representative evaluated the system and repaired a broken wire the temperature sensor. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported temperature sensor fail error. No pt injury was reported.